Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function.

Event description:
It was initially reported that the patient was not receiving medication. Healthcare provider (hcp) thought it could be the pump. The pump was replaced. Patient outcome was noted as no injury/recovered without sequelae. Drug delivered via the device was fentanyl 1900mcg/ml. It was later reported by the hcp that the cause of the event was a 'pump malfunction'; they consistently withdrew more from the pump than what was indicated by telemetry. It was also stated that the patient experienced poor pain control. A catheter dye study was done on (B)(6) 2011 and showed 'possible subdural catheter placement'.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unk; catheter model: 8578 sc connector, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unk; programmer model: 8835, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.